Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficulty to insert was confirmed. Although the balloon was reported to have torn, it is most likely that it was the tip that tore and was reported as balloon, as a general location which is within close proximity to the tip thus will be considered consistent with the reported event. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot for difficulty to insert. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure there was difficulty advancing the 2.0 x 20 mm mini trek over a non-abbott guide wire and a hole was found in the balloon prior to inflation. A same size mini trek was successfully used to complete the procedure. There were no adverse patient effects. No additional information was provided.